Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4) . Event occurred in the united states. On 27-june-2024, it was reported by the patient that two infusion sets fell off during use events on (B)(6) 2024 and (B)(6) 2024. Infusion set was in use for 2 days for event 1 and 1 day for event 2. The patient replaced the infusion set and insulin was resumed successfully. No further information available.